Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell and others, underweight and crease flat. A microscopic analysis was performed which identified, one broken striated on the anterior. Based on the device analysis the final assessment is: one striated broken on the anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.